Event description:
It was reported by the patient¿s family member that the patient had an implantable cardioverter defibrillator (ICD) system implanted on (B)(6) 2024 and then had passed away shortly after on (B)(6) 2024 due to a heart attack. The family member indicated that the patient had a bad heart and was in the nursing facility behind the hospital that discharged them and said that the patient needed to go to the ER (emergency room). The family member stated that they saw the patient¿s chest beating aggressively and inquired if that was the ICD providing therapy to the heart. The family member stated that the physician informed them that the defibrillator did not ¿activate¿.

Manufacturer narrative:
Continuation of d10: 6935m55 lead; implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.